Manufacturer narrative:
H3: it was found in the analysis that the distal bearing was detached what make the full pre-repair test impracticable to perform and the laser markings are faded. D3: correction of manufacturer details. H6: codes of fdm b21, fdr c21 and fdc d16 are applicable for product ID: 1845010, serial/lot number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot number: unknown. H6: codes of fdm b17 and fdr c20 are applicable for product ID: 1845000, serial/lot number: unknown. Additional code of img g04063 is applicable for product ID: 1845000, serial/lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, indigo attachment bearings run on the drill gets hot. There was no patient impact.